Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Sensor plug was not returned. No sensor pack or applicator was returned for this complaint. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a notification from us food and drug administration consumer complaint coordinator which reported the following information: it was reported from a customer that the adc device applicator needle on top of the sensor stuck out. Adc customer service made contact with the customer and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a notification from us food and drug administration consumer complaint coordinator which reported the following information: it was reported from a customer that the adc device applicator needle on top of the sensor stuck out. Adc customer service made contact with the customer and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.